Manufacturer narrative:
No definitve cause was determined. An ocd field engineer arrived at the customer site and verified alignments and adjustments to the camera and replaced add'l components to return the instrument to expected operation. This customer has not logged any complaint against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer resulted 2 previously known samples containing anti-jka and anti-s as negative. Visual inspection of the processed gel cards showed the reactions were positive. One of the samples repeated in the manual gel test showed positive results. False negative test results can lead to transfusion of incompatible blood. Erroneous test results were not reported, as the test results obtained on the provue did not match the pt's history.